Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5156350 labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
A voluntary MDR/medwatch report was received on 07/15/2024. The reporter reported that on (B)(6) 2024 the patient experienced a skin reaction. Date of event is an approximation. It was reported that the parent reported that the patient experienced a skin reaction which occurred an unspecified number of days after the sensor had been inserted in an unspecified location. On an unspecified date, they consulted a physician who prescribed an allergy medication (unspecified route) for the ¿allergic reaction.¿ the parent reported ¿it is not an allergic reaction! It is a chemical reaction!¿ due diligence attempts to contact the reporter for more information were attempted but not successful. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.